Event description:
It was reported that the registered nurse using the hem1 put the monitor in demo mode to troubleshoot. The registered nurse then left the monitor in demo mode and administered treatment to the patient and placed an arterial line based off the demo mode values. The surgeon then recognized hem1 was in demo mode by the flashing demo mode on screen. The hem1 was then returned to monitoring mode and the nurse manager was contacted to follow up with the nurse and provide education. There was no allegation of patient harm despite inappropriate treatment. This was during use. Patient demographics were unavailable. The device history record review and UDI were not completed as a serial number was not provided. There will be no product return as this was determined to be use error. Per the hemosphere operators manual demonstration mode is used to display simulated patient data to assist in training and demonstration. Demonstration mode displays data from a stored set and continually loops through a predefined data set. The hemosphere advanced monitoring platform must be restarted prior to monitoring a patient. Additionally it is stated warning make sure that demo mode is not activated in a clinical setting to ensure that simulated data is not mistaken for clinical data. The hemosphere advanced monitoring platform must be restarted prior to monitoring a patient.